Event description:
A non-healthcare professional reported via reply card that during an intraocular lens (iol) implant procedure, faulty lens was noted. Additional information has been requested and received stated that lens failed to deploy properly from the cartridge and it happened during surgery. The issue was recognized before the lens was inserted in the patient eye, the different lens was used instead. The patient was not hospitalized. There was no harm to the patient. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).